Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer reported that the device is displaying all of the warning icons and the device will not turn on. There was no pt use associated with the reported event.